Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP. The device was returned to a third-party service center. During visual inspection of the device, it was determined the device was corroded also scratches on upper enclosure was observed. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device was evaluated by a 3rd party service center.

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, corrosion in device was found. Sinks and scratches on upper enclosure and several error codes were also detected. The device was scrapped.